Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous angioplasty procedure a balloon rupture occurred. The lesion was located in a severely calcified unknown location. On the first inflation the wanda 6.0-80, 80 balloon was inflated to eight atmospheres and ruptured. The balloon was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to a marketed us device.